Event description:
A surgeon reported patient with sub-incisional capsule tear of the right eye after femtosecond treatment. Additional information from reporter indicated there was extreme movement during the procedure and patient had an incomplete capsulotomy. The reporter indicated a vitrectomy was performed successfully in order to treat the reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).